Event description:
Reporter indicated that the site was having problems with the handheld computer. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.